Manufacturer narrative:
Ous MDR - during the analysis, fraying of the insulation 18 cm distal the connector pin, as well as damage to the coating of the rope conductor to the ring electrode in that area, where detected. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The fraying of the insulation requires an excessive mechanical load on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. There was no indications of material defects or mfg errors.

Event description:
Ous MDR - this device was explanted after 10 months of service due to oversensing. There were no adverse pt effects reported.